Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed silenced driveline fault alarms. Based on previous experienced with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Review of the submitted driveline x-rays captured internal and external portions of the patient¿s driveline; however, a driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log files were reviewed. The log files contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. Several silenced driveline fault alarms were captured that were associated with the brown wire of phase 2. No other notable alarms or events were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6), and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the location of the defect in the pump cable was unknown. The chest x-ray was performed on (B)(6) 2023. There were no further alarms. The patient was stable and no further action would be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files obtained a defect phase b of the pump rotor. The pump was working properly, not indicating any technical defect. A chest x-ray was performed.